Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. There is a 13mm longitudinal tear 1mm from the proximal markerband. There was no evidence of any material or manufacturing deficiencies contributing to the damage. There are numerous hypotube and shaft kinks. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.   Bsc ID: (B)(4). Tw: (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified right coronary artery (rca). After a 3.25 x 23 non-bsc stent was deployed, a 3.25mm x 15mm nc emerge® balloon catheter was advanced for post-dilatation. However, after first inflation at 12 atmospheres for 5 seconds, the pressure would no longer increase. The device was removed from the patient's body and it was noted that the balloon ruptured. The procedure was completed with a 3.5 x 15 non-bsc balloon catheter. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified right coronary artery (rca). After a 3.25 x 23 non-bsc stent was deployed, a 3.25mm x 15mm nc emerge balloon catheter was advanced for post-dilatation. However, after first inflation at 12 atmospheres for 5 seconds, the pressure would no longer increase. The device was removed from the patient's body and it was noted that the balloon ruptured. The procedure was completed with a 3.5 x 15 non-bsc balloon catheter. No patient complications were reported.